Manufacturer narrative:
Two samples were received for evaluation. Functional testing was performed by filling the bags with water; a leak was observed from both bags. Microscopic inspection revealed that the leak was due to a small tear along the spike port tubing weld area on the back of the bags. The reported condition was verified for both bags. The cause of the condition was not determined. The supplier of the bags has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 1000 ml eva tpn bags leaked during mixing. There was no patient involvement. No additional information is available.